Manufacturer narrative:
Date of event is estimated. The allegation is against 2 of 4 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7027806. Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7027806.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances on two leads. As a result, surgical intervention may be undertaken to address the issue. It is unknown which leads were impeded.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating the leads were fracture. Confirmed by x-rays. In turn, surgical intervention took place wherein the leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.